Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device initially passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The probable cause was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.